Manufacturer narrative:
Technician found bed in "down" storage. No pt impact reported. Head up function not working. Function does not work manually or under power. Battery led is on. Cause: faulty valve guide tube. Replaced head up valve guide tube to resolve this issue.

Event description:
Complaint alleged that the head up function was not working on this bed.